Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser backed up chair and wheel was going left to right and wheel was bending.